Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was not broken off. The tip part of the cutting wire was disconnected from the tube. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an endoscopic sphincterotomy (est), the subject device was used. The knife wire of the subject device broke off during activation. The intended procedure was completed with another device. There was no patient injury reported.